Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the tip of the clip groove, causing a 0.029" offset at the tips. The clip could be properly loaded on the grips, but was unable to successfully clip onto the tubing during in-house testing. Additional observation not reported by site that is related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The failed grips clip test is like due to the bent grip tip.

Event description:
It was reported that during a da vinci-assisted procedure, the medium-large clip applier instrument would not hold the clip and the jaws would not close completely. The procedure was completed and there was no patient injury.